Event description:
Svc lead impedance warning d: caller provided patient name and dob and explained that a svc warning is present on a carelink transmission. Caller explained that the physician believes the svc electrode is impacted by calcification/mineralization and instructed caller to disable the svc coil in the high voltage pathway vector and to disable svc coil impedance carealerts. Caller explained that the physician believes there is no issue with any other electrode (hvb, rv p/s). R: guided caller on how to find shared v. Therapies. Discussed impact on dft. Noted the lead is manufactured by bsx and discussed reaching out to bsx for additional information. Caller noted they would follow up with the physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).